Event description:
Information received on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 over heated. Event occured during testing, no patient involvement.

Manufacturer narrative:
Investigation results completed on a smiths medical level 1 hotline low flow systems - hl-90. Device arrived in very good condition, as reported like new. Testing validated and confirmed event of over temp. The problem was isolated to the pcb (printed circuit board). This was replaced and device passed all testing. The cause is suspected to board manufacture causing event.

Event description:
Investigation results completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90. Summary in h -10.